Event description:
Caller reported a cgm error, specifically error 42, related to a g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions, and the caller successfully restarted their sensor session. Additionally, the caller expressed interest in renewing the process, prompting actions from the renewals team, including an sms request for insurance card pictures.